Event description:
Info received indicates the head hi/low section of the bed is slowly drifting down.

Manufacturer narrative:
The technician replaced the s9 and s10 valve solenoids to repair the bed.